Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer 4.1 and 4.2 had failed, and there was an error stating, device not detected on bus. The customer had rebooted and recovered the station, but the issue still persisted. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-apr-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawers 4.1 and 4.2 had failed and were not detected on the bus. A field service engineer (fse) inspected the unit and found no lights on the controller board. The fse replaced the controller board and both drawer boards, performed a firmware update, and re-added the drawer to the es station. The drawer was tested using the test software, and the customer verified inventory functionality on both drawers, confirming normal operation. The system functioned as intended after the field service engineer repaired the device.